Manufacturer narrative:
Device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. Escalation & trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that the tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with two tampons. Medical attention was required for both occurrences.